Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 42%, donor 2 hct: 50%. Testing results: donor #1: retention meter and master lot strips: 2.1 inr, returned meter and customer strips: 2.1 inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and customer strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 381238) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Age at time of event: the patient's age was provided (B)(6). Occupation ni equals lay user / family member. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek inrange meter serial number (B)(4). Comparison #1 on (B)(6) 2019 at 6:30 pm the meter result was 1.0 inr. On (B)(6) 2019 at 6:35 pm the meter result was 1.8 inr. Comparison #2 on (B)(6) 2019 at 6:30 pm the meter result was 1.3 inr. On (B)(6) 2019 at 6:35 pm the meter result was 1.9 inr. The samples were collected using capillary tubes. The patient's therapeutic range is 2.0 - 3.0 inr.